Event description:
It was reported that a pt received a significant dose, around 12 gy, in the same body area during an exam with an innova 2100-iq system. The total dose received by the pt was around 14 gy. There was no system failure or malfunction and no injury was reported.

Manufacturer narrative:
Pt info was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.